Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry. It was reported that another device was explanted.

Manufacturer narrative:
Customer report was confirmed. The atrioseptostomy catheter shipping tube was found to have a bond separation between the gray tube and the clear adaptor. There is a small amount of adhesive visible on the clear adaptor bond area.

Event description:
Packaging damaged, upon receipt transparent portion and gray portion of tube connections were detached before opening. Evaluation only. (3/6/2009 additional information: another device was used.).